Event description:
It was reported the patient had an infection in their device pocket. Antibiotic treatment was necessary. The device was explanted. It was further reported the pump was removed and the pocket was flushed. A new pump was implanted on the other side. The patient was on antibiotics and would be on them for "quite some time".

Event description:
The drug in the pump was gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the infection was specified as a staph infection. On (B)(4) 2014, the pump was determined to be too big/large for the patient, and that was why the infection occurred. The original managing health care provider (hcp) was terminated. The pump was explanted because that area was not healing. Post operative antibiotics were given prior to the surgery and after the infection. The patient went back to the hcp with no symptoms, and the hcp was continuing to monitor it. If was noted that the reporter was not a good historian and some of the information could be incorrect. If additional information is received this report will be updated.